Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by onsite service personnel who confirmed the results of the analysis indicate that the device passes tests, but still shows nbp values incorrectly. Requesting the device be sent to bench for further testing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an earlyvue vs30 device indicating that the nbp was showing inaccurate reading. The device was in use on a patient at time of event, there was no adverse event reported.